Event description:
It was reported that the loaner programmer was returned with a damaged case. It was further noted that during electrical safety testing the unit failed a procedure. The programmer has been returned for service. No patient involvement was indicated in this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis could not confirm the reported electrical safety testing issue. The programmer and analyzer were both successfully electrical safety tested at a programmer manufacturing facility. Bezel overlay assembly is cracked. Bottom case extends past upper case. Stylus is loose and will not select.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the loaner programmer was returned with a damaged case. It was further noted that during electrical safety testing the unit failed a procedure. The programmer has been returned for service. No patient involvement was indicated in this event.